Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with laparoscopic sacral colpopexy, paravaginal defect repair and cystoscopy due to sui, pop and cystocele. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.